Event description:
The patient reported that she was trying to change her cartridge, when the stopper stayed on the piston rod and insulin spilled down into the cartridge compartment. The patient was letting the device air dry before she returned to using it. The patient was advised on the proper removal of the insulin cartridge. The patient did not experience any physiological affects. The patient did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.